Event description:
The customer reported via phone call that the insulin pump had a cracked battery top and sustained cracks to the battery compartment as well. The customer stated that the insulin pump would not turn on. The customer's blood glucose was 95 mg/dl. The customer stated that the insulin pump became dislodged from his belt and fell, resulting in the device hitting the chair. The customer stated that he was able to push the battery cap and received the failed battery test. The customer stated that he was able to get the insulin pump up and running by the end of the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with operating currents within specifications. No failed battery test was noted. The insulin pump was received with a broken battery cap, broken battery tube threads and broken belt clip slot. The unit was received with cracks at the case of the reservoir tube window corners, reservoir tube window and case at the display window corners. The unit was also received with minor scratches on the liquid crystal display window. The unit was received with a corroded battery tube.